Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with an infection and complaints of a high fever. The source of the infection was not determined. The implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads were explanted on (B)(6) 2018. The patient was stable before, during, and after the procedure.